Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Anti-infective medication name and route (i.e., topical, oral, intravenous), other relevant patient history/ concomitant medications? What is physician's opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent lateral nail resection on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient experienced erythema, inflammation and wound secretion. The doctor removed the suture, disinfected the wound. Anti-infective drugs and dressing change were given to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2020. Additional information: b7. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure periungual inflammation anti-infective medication name and route (i.e., topical, oral, intravenous) 2 capsules of cefalexin capsules 250 mg, three times a day. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.